Manufacturer narrative:
Additional information : the device was manufactured between september 30, 2018 - october 01, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph and could not verify the reported problem. The reported condition was not verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had foreign material inside the bag. The foreign material was further described as plastic fiber (0.2-0.5 cm) inside the bag. This issue was detected at the hospital drug storehouse before treatment. When the issue was found, the user replaced the product and a new product was used to continue the treatment. There was no patient involvement. No additional information is available.